Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer's spouse reported that during his wife's intraocular lens (iol) implant procedure, the iol broke, causing an eye injury that required medical intervention for several years. The reporter indicated that the issue has still not been totally resolved. It was reported that the consumer experienced eye irritation, pain, and an inability to see clearly. Additional information has been requested.

Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the implanting surgeon, who indicated that the haptic separated from the optic completely, and the broken haptic was dislocated into the anterior chamber where it was discovered in the inferior angle. The patient underwent an iol exchange and was referred to a corneal specialist postoperatively.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the patient, indicating that her eye injury has left her with limited sight in her left eye. The patient also indicates that her condition has made it extremely difficult for her to perform activities of daily living such as, needing large print to read, unable to drive at night, unable to read or watch some television shows at night.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received in the form of medical records. The surgeon stated in the operative note for the iol exchange procedure that the cornea was quite edematous prior to the beginning of the procedure. It was also noted that the iol itself was displaced superiorly.

Manufacturer narrative:
(B)(4).

Event description:
Medical records were received, which indicated that the replacement iol was placed in the sulcus of the eye. The patient stated during an examination on (B)(6) 2011 that she had been experiencing foggy vision and some discomfort in the left eye since the iol exchange procedure; the patient's medical records indicate a diagnosis of corneal decompensation in the left eye the same day. The patient had a stromal puncture procedure in (B)(6) 2012; the patient stated that her eye comfort improved following the procedure. Epithelial down growth was diagnosed on (B)(6) 2012 but was noted to have resolved on (B)(6) 2013. An anterior uveitis flare in the left eye was diagnosed on (B)(6) 2017; the patient was prescribed steroidal eye drops.